Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 226 mg/dl. The customer stated that she was sick on the phone, and her blood glucose rose to 241 mg/dl. She advised that she would treat with manual injection. She stated that her blood glucose was high because the insulin pump had not worked for several days. She also reported that she had low blood glucose events, during which she had a grand mal seizure and her husband found her on the floor. She was assisted with programming the insulin pump without issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.